Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and initially tried charging the pump with a wall outlet. Technical support instructed the customer to plug the pump into a different outlet and leave it for at least 30 minutes to see if charging would start, with plans for a follow-up.